Manufacturer narrative:
(B)(4). Report source: india. Device evaluated by MFR: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not fit to mating component. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows that the dovetail feature is compressed on one side and flared on the other side. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to use error. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.